Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over infusing. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal, buckled upstream occlusion seal and dented (aild) air in line detector. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was due to a defective cassette or IV set. As a result, the downstream occlusion seal was replaced. The unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.